Event description:
It was reported to philips that the system's wired footswitch stopped responding, which can impact imaging. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Correction report: rdn corrected. Philips has investigated this complaint. According to the additional information collected, the vascular diagnosis procedure was performed when the issue happened, and procedure was completed by using the wireless footswitch. The philips remote service engineer (rse) connected with the customer and examined the system remotely and found wired footswitch stopped responding. Customer confirmed fault with wired footswitch. The cause of the footswitch failure could be determined by the supplier's part analysis, and it misses anti-slip, loose bracket, and footswitch failed. To resolve the issue, rse ordered wired footswitch and the customer replaced it. After replacement of wired footswitch, system returned to good working condition. At this time of the event philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue is resolved by using the wireless footswitch. The device has no issue, procedure was completed as planned. This event would not be reportable. The codes were updated based on the investigation outcome.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the vascular diagnosis procedure was performed when the issue happened, and procedure was completed by using the wireless footswitch. The philips remote service engineer (rse) connected with the customer and examined the system remotely and found wired footswitch stopped responding. Customer confirmed fault with wired footswitch. The cause of the footswitch failure could be determined by the supplier's part analysis, and it misses anti-slip, loose bracket, and footswitch failed. To resolve the issue, rse ordered wired footswitch and the customer replaced it. After replacement of wired footswitch, system returned to good working condition. At this time of the event philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue is resolved by using the wired footswitch. The device has no issue, procedure was completed as planned. This event would not be reportable. The codes were updated based on the investigation outcome.